Event description:
After 16 months of implantation, this pacemaker was removed. According to the sales rep, the physician stated that the pt had fallen down on top of the pacemaker, hitting the pacemaker pocket. The physician reported this fall caused the device to become eroded, which led to an infection.